Manufacturer narrative:
The cartridge was received for evaluation with no trouble found. The source of the blood leak could not be determined. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).

Event description:
A report was received on 20 apr 2026 from the caregiver of a 71-year-old male patient with a medical history including end stage renal disease, who stated a blood leak was observed during a hemodialysis treatment on (B)(6) 2026. Although requested, additional information was not provided. There was no report of symptoms or medical intervention.